Event description:
"Blue rubberband shot to my r; if you need call me at my phone numbers (B)(6) 24/7 and give me your e_mail address, so that I can send you e-mail with files of documents, you need to read and see them. I got injured by resmed airsense auto set 10, I got 20 pages of other consumers complaints from "bbb"about resmed corp. In (B)(6) 2020. I got 2 pages of charges in (B)(6) 2020, (B)(6) usd fine to resmed for 4 visal blowers, by us dept., of justice about sleeping device. I sent to resmed corp demand letter. These cheap machine from (B)(6) must be band with us government, to protect us senior citizen like me, from injury protractions, at night sleeping time alone with out help from these injuries. My injuries for over a year is not heals as of today 14 month with medications, hospitals and clinics walkings, x-rays, scans, MRI, and a lot more. I have to be compensated and punitive damages, cost expenses, attorney fees etc. You need send me email to attach my documents, pictures, etc, files. (B)(6), please call me 24/7 at: (B)(6) with answering machine, caller ID. Do not write names. Please put contact info in answering machine, I am (B)(6) years old. Got injured by using this machine, resmed c-pap, in nose, cheeks, eyes, lips mouth, head ackes, all overs, throughts. Face, numbness, pains, tiers on eyes, swelling face, eyes, cheeks, nose, forehead, pain in ear on right side etc." FDA safety report ID# (B)(4).